Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was found the right ventricular lead exhibited high thresholds and low sensing issues. The lead was successfully repositioned on (B)(6) 2019. The patient was stable.